Event description:
On an unknown date in 2003, this pt was implanted with gore excluder bifurcated endoprosthesis. Specific device information was requested but is currently unavailable. On or about (B)(6), 2012, follow up imaging revealed aneurysm sac enlargement of unknown amount without evidence of endoleak. The physician believes endotension is the cause of the aneurysm sac growth.

Manufacturer narrative:
Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.